Event description:
It was reported that the right ventricular (rv) pacing lead had low impedance values outside of normal range. Recommended troubleshooting was conducted but no improvement to the impedance measurements was obtained. No revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sdr303b, implantable pulse generator, (B)(6) 2001; 4524-53, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was further reported that the rv lead had a potential inner insulation breach that caused a polarity switch to unipolar. The impedance remains low. The lead also howed oversensing with sixteen ventricular high rate episodes triggered by noise. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).